Event description:
A pt reported that in 2004, their venous needle became dislodged during a hemodialysis treatment at the center. Pt was hospitalized and given 2 to 3 units of blood to recover from the needle dislodgement. Pt stated they are doing well now.